Event description:
The customer reported the ventilator began alarming 'low battery' and then shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the ventilator's diagnostic log showed the device had been running on backup battery power which became depleted during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. Applicable testing was completed and all tests passed per specifications. There was no malfunction of the device or backup battery. This event is being reported as a user error. Per the espirit operators manual, when the ventilator is powered by backup battery it will generate a non-resettable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a non-resettable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the espirit is plugged into a viable ac supply.